Event description:
It was reported that a malfunction occurred on the pump identified as malf 9 with a fault ID of 0x20f1. There was no adverse impact to the customer¿s blood glucose level, which remained below 500 mg/dl (27.7 mmol/l). Technical support aided the caller in resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.